Event description:
It was reported that the surgeon inserted a vicm12.6 implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to low vault. Additionally, a loss of bcva was noted and an error on the refraction was detected. The lens was exchanged for a longer one and this resolved the problem.

Manufacturer narrative:
(B)(4). Method - medical review. Results: a cortical cataract is caused by the aging process and not due to the implantation of the icl. The type of cataract that could be due to the icl is anterior subcapsular in nature. The icl is indicated in patients 21-45 years of age and the patient in this case is over 45 years of age. This condition is not caused by the device itself but by the natural aging process. (B)(4).

Manufacturer narrative:
Method - lens work order search. Medical review. Results: visual inspection of the returned lens showed the lens was returned dry with a torn haptic. The lens was returned for length, width and diopter remeasurement. The results were compared to the original value and found in specifications,therefore, it can be justified that the complaint was not product related. Medical review - refractive surprise in this case may be due to inaccurate determination of preoperative refraction. The explanted lenses were returned to us for evaluation and diopter reading found to be within specifications. Low vaulting is most likely due to short lenses. According to dp06=08-u fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).

Manufacturer narrative:
Additional information was received from the surgeon indicating the patient had developed a cortical cataract and the lens was explanted on(B)(6) 2010. The lens was replaced with a posterior chamber iol and visual acuity is 20/30 in both eyes. (B)(4).

Manufacturer narrative:
Patient (B)(4) - vision, loss of, (B)(4) - surgical procedure, secondary. Device (B)(4) - lens, vaulting, (B)(4) - explant. (B)(4).